Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Device follow-up file were analysed. (B) (4).

Event description:
Reportedly, during the implantation procedure, the ICD did not sense correctly induced ventricular fibrillation when defibrillation threshold test was operated. In addition, the first 10j manual shock did not stop the ventricular fibrillation (a second one of 20j was necessary). Previously, the leads and the connections were successfully tested. The ICD involved in this MDR report was not implanted and returned for analysis. Another ICD was implanted with success.